Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, weight, ethnicity and race was not provided for reporting. (B)(4). Expiration date= na. Lot number = 1848b. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer called to report that after using one band-aid tough strips extra large bandage on (B)(6) 2019 it tore off multiple layers of her skin. Consumer stated that it opened a callus on her heel which led to her bleeding. Consumer reported her heel was sore. Consumer indicates she stopped using the product and visited podiatrist where he bandaged the consumer¿s heel with dressings for treatment. Patient reports she is still experiencing all symptoms.